Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient's skin was broken down under her breasts. It was reported that the irritation looked like a fungal infection. The nursing facility at the hospital removed the lifevest due to the irritation and reported that a wound care specialist was going to evaluate the area. During a follow-up call the patient's nurse reported that not medication was suggested or provided for the irritation. The patient's skin irritation had improved.